Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 3.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with infusion set as it fell off during use on (B)(6) 2026. No further information is available.